Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after a percutaneous coronary intervention using a 6f sheath. Reportedly, the prostyle suture was harvested successfully. After deployment, the device did not come out. There was resistance when pulling out the plunger. It was noted the footplate lever was down yet the feet were open. The device was removed via surgery with surgical suturing achieving hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The guide break was confirmed. The retraction problem, difficult to open and close, and entrapment of device could not be confirmed as they are related to operation circumstances and cannot be evaluated in a lab environment. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The cause of the reported guide break, difficulty to open or close, retraction problem, and entrapment of device cannot be determined. The subsequent treatments are due to the circumstances of the procedure. In this case, it is possible, the guide was damaged during insertion, then broke during needle deployment, or broke either due to an interaction with the patient anatomy and or due to the inability to maintain position/stability (twist) of the device during deployment. This is evidenced by the reported, ¿there was resistance when pulling out the plunger.¿ there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after a percutaneous coronary intervention using a 6f sheath. Reportedly, the prostyle suture was harvested successfully. After deployment, the device did not come out. There was resistance when pulling out the plunger. It was noted the footplate lever was down yet the feet were open. The device was removed via surgery with surgical suturing achieving hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the previously filed report, the following information was received: reportedly, the prostyle suture was harvested successfully. The guide broke during use in the patient. No additional information was provided.